Event description:
The information received from (B)(4) study indicated that the patient was treated with a 2.5 x 28mm cypher rx with 0-5% residual stenosis. Approximately eight months later, the patient was admitted with history of angina and positive functional study for ischemia (within past 6 weeks). The target lesion was an 80% in-stent restenosis of the 2.5 x 28mm cypher stent in the proximal right coronary artery (rca). The lesion was type b1 and 8mm long. The lesion was not pre-dilated. A 2.5 x 13mm cypher stent was deployed at 25 atm successfully. The stent was not post-dilated and there were no complications during the procedure. The patient was discharged the day after the procedure. There were no adverse events reported during the 30 days follow up. Approximately four months after the index procedure, the patient presented to the emergency room complaining of chest pain, dizziness, and near syncope. 80% in-stent restenosis of the cypher stent in the ostium of the rca was treated. The event was considered severe, was treated with a 3.25 x 20mm balloon. Multiple dilations were done with 0-5% residual and timi iii flow. The event resolved without sequelae the next day. The event was reported to be unrelated to the index procedure and cypher stent.

Event description:
The lesion where the 2.5 x 28 mm cypher rx was implanted was a diffuse 80% stenosis in the proximal segment. The lesion was approximately 20mm long. The lesion was not pre-dilated. The cypher stent was deployed at 20 atm. The stent was not post-dilated. There was no distal disease left untreated. The patient was in good condition at the time of discharge. Plavix and aspirin (81 mg) were prescribed post-procedure. The patient was compliant with antiplatelet therapy. There were no other medications at discharge.

Manufacturer narrative:
The information received from the (B)(4) study indicated that at the study index procedure a 2.5 x 13mm cypher stent (cxs(B)(4)/ 14139647) was implanted to treat an in-stent restenosis. With further investigation it was reported that it was an in-stent restenosis of a 2.5 x 28mm cypher (cxs(B)(4)/ a1006173) which had been placed approximately two years and eight months ago in the proximal right coronary artery (rca). It was further indicated that the patient had previously had another percutaneous coronary intervention (pci) in the same vessel, six months post initial treatment with the 2.5x28mm cypher. Approximately four months after treatment of the in-stent restenosis with the 2.5x13mm cypher stent, an 80% in-stent restenosis of rca ostium was reported. This was treated with balloon angioplasty resulting in a 0-5% residual stenosis and timi iii flow. The event resolved without sequelae the next day. The event was reported to be unrelated to the index procedure and cypher stent. The 2.5x28mm cypher rx (cxs(B)(4)/ a1006173) was implanted to treat a diffuse 80% stenosis of the proximal rca with a lesion length of approximately 20mm. Direct stenting was performed at 20 atm without predilation. No distal disease was left untreated. The residual stenosis was 0-5%. The patient was discharged in good condition with plavix and aspirin prescribed. It was reported that the patient was compliant with antiplatelet therapy. There is no further information regarding the indicated pci of the index vessel six months later. Approximately two years and eight months later, the patient was admitted with history of angina and positive functional study for ischemia (within past 6 weeks). The target lesion was an 80% in-stent restenosis of the 2.5 x 28mm cypher stent in the proximal right coronary artery (rca). The lesion was type b1 and 8mm long. The lesion was not pre-dilated. A 2.5 x 13mm cypher stent (cxs(B)(4)/ 14139647) was deployed at 25 atm successfully. The stent was not post-dilated and there were no complications during the procedure. Clopidogrel was given within 24 hours pre-procedure and was given post procedure. Heparin was administered intra-procedurally. The patient was discharged the day after the procedure with antiplatelet therapy including clopidogrel and aspirin. There were no adverse events reported during the 30 days follow up. Approximately four months after treatment of the in-stent restenosis with implantation of the 2.5x13mm cypher, the patient presented to the emergency room complaining of chest pain, dizziness, and near syncope. An 80% in-stent restenosis of the cypher stent in the ostium of the rca was treated. The event was considered severe and was treated with a 3.25 x 20mm balloon. Multiple dilations were done with 0-5% residual and timi iii flow. Additional patient history included hyperlipidemia, hypertension, and family history of coronary artery disease. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot a1006173 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4): a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14139647 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Restenosis is a known potential adverse event associated with coronary artery stenting. Patients who are known to be at high-risk for restenosis and thrombosis include those long lesions, small vessels, and restenotic lesions. Progression of atherosclerotic disease is known to cause in-stent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The cypher stents were implanted at pressures greater that the rated burst of 16 atm as indicated in the instructions for use (IFU). The IFU further precautions that the vessel should be predilated with an appropriate size balloon. Usage other than the approved labeling may involve risks not described in the labeling. Although based on the limited procedural information, no conclusion can be made, review of the available information provided suggests that there are possible patient, vessel and procedural factors along with progression of existing coronary artery disease may have contributed to the reported in-stent restenosis. This is one of two product used in the same patient and reported under manufacturing report numbers 3003742446-2010-00141 and 3003742446-2010-00142.

Event description:
Additional information was received that indicated for the previous event reported the patient had cardiac chest pain. The severity of the event was changed from severe to moderate. The relationship to the cypher stent was changed from "possible" to "probable."

Manufacturer narrative:
Concomitant medications: (B)(6) 2008: nitrostat 0.4 mg; (B)(6) 2008: protonix 40 mg; (B)(6) 2009: atenolol 25mg; (B)(6) 2009: aspirin 81mg; (B)(6) 2009: fish oil 1 cap, flax seed oil 1 cap. The product remains implanted and is therefore not available for evaluation. This is one of two product used in the same patient and reported under manufacturing report numbers 3003742446-2010-00141 and 3003742446-2010-00142. Additional information will be submitted within 30 days from receipt.

Manufacturer narrative:
This is one of two product used in the same patient and reported under manufacturing report numbers 3003742446-2010-00141 and 3003742446-2010-00142.